Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 04/15/2014, electrode belt: 04/29/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 9:50pm. It was reported that on the day of the patient's passing, he requested that his granddaughter remove the lifevest due to loud noises coming from the device. It was reported that the patient's passing was due to a heart attack. The lifevest is intended to treat cardiac arrest, and not a heart attack.   Per clinical review of the available ECG data, an arrhythmia was detected six times from 21:16:07 to 21:32:03 with response button (rb) use. ECG shows atrial fibrillation with rapid ventricular response (af with rvr) from 160 bpm to 180 bpm with pvc's and varying hr. An arrhythmia was detected at 21:32:57 with rb use. ECG shows af with rvr at 190 bpm with varying hr. Gel was released at 21:33:21. An arrhythmia was detected two times from 21:34:09 to 21:35:04 with rb use. ECG shows af with rvr at 160 bpm with varying hr. Rb use and varying hr prevented the lifevest from treating the patient. The patient was in atrial fibrillation (af) at 220 bpm at the time of the device shutdown at 21:37:37 on (B)(6) 2020.